Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Level a event no DHR or qn review is required. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with bd syringe¿ 1.0ml 31g 6mm s/c u-100 relion¿ the needle was loose. Verbatim: issue 2-another box from same catalog, unknown lot #, 2 months ago, unknown occd date removed needle shield and metal part of needle appeared loose. Disposed of sample.